Event description:
The pt received an scs system for leg and lower back pain. It was reported the pt developed new groin pain and weakness in her left leg. The pt planned to meet with her physician regarding the issues. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.